Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Reportedly, the customer noticed that the occlusion alarms tend to occur when they have 100 units of insulin or less left in their cartridge. The customer would troubleshoot the issue on their own and stated that the occlusion would normally reside in the infusion set tubing or the cartridge and reported that they observed "gelled" insulin exiting their cartridge during the current occlusion alarm. The cartridges would be used until they ran out of insulin, tandem technical support (cts) verified that the current cartridge had been in use for 5 days. Cts advised the customer that the cartridges should be changed every 48 hours to follow humalog labeling. The customer stated that their blood glucose (bg) levels were elevated due to being off the pump for 3-4 hours but no actual value was provided. Cts advised the customer to change all of their pump supplies as they had been in use for longer than labeling, the customer stated that they would try changing their cartridge to stay within humalog labeling. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion.